Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed and reviewed. Analysis noted no deficiencies through visual inspection. The device also passed all returned product testing. The device was found to have met specification.

Event description:
Boston scientific received information that this pacemaker was explanted due to an unknown product performance issue. No additional adverse patient effects were reported.